Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss and foot separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the reported needle to cuff miss. The deflected needle likely struck the foot plate separating the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional coil embolization procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A foot separation was noted on removal of the device. The separated foot was pulled out with no impact to the patient. A new prostyle was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.